Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer felt that something was blocking the cartridge from snapping onto the pneumatic tap. No damage to the cartridge or pump was observed by the customer. Blood glucose level was 90 mg/dl. During a follow-up, the customer declined to provide any additional information regarding this event.